Event description:
It was reported patient never had therapeutic effect. Patient stated a shocking or jolting sensation following the implant. Patient stated implantable neuro stimulator (ins) never helped her pain and system was removed. At the time of this report, no further details were reported. Additional information was requested and will be provided when available.

Manufacturer narrative:
(B)(4).